Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter did not deploy appropriately. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit was received for evaluation. No visual anomalies were noted to the device. The distal tip of the dilator was observed to be deformed. The filter legs were observed to be partially protruding from the proximal end of the filter storage tube. On functional testing, a mandril was used to deploy the filter by inserting it from the distal tip of the storage tube for the filter to exit out of the proximal end. The pusher catheter was not able to be used to push the filter the correct way through the distal tip as the bend on the pusher wire would not allow the force necessary to push the filter out via distal end. The dilator was offloaded from the introducer sheath for further evaluation and was successful. No further testing performed. Therefore, the investigation is inconclusive for the reported activation, positioning or separation problem as the conditions during use are unknown. And the investigation is identified and confirmed for the detachment as the detachment was observed on the touhy borst adapter, and the filter storage tube. The investigation is identified and confirmed for the deformation due to compressive stress as the tip of the dilator was noted to be deformed. A definitive root cause for the reported activation, positioning or separation problem and identified detachment, deformation due to compressive stress could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. It was reported that the during the procedure, the filter did not deploy appropriately. It was further reported that the system was taken out and fresh filter was placed. There was no reported patient injury.